Event description:
A facility reported the intraocular lens (iol) had a mark on it after it was inserted into the pt's eye during iol implant surgery. The surgeon thought that it might affect the pt's vision and removed the iol at that time. The pt's surgical incision site was widened to accommodate the removal of the scratched iol. The pt's outcome was reported as "excellent".

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. There are no other reports in the lot. Add'l info was requested on 01/02/2008 and 01/22/2008. Completed questionnaires were returned on 01/23/2008 and 02/11/2008.